Event description:
A physician reported that his patient's generator battery was depleting faster than expected after checking the device during a follow-up visit. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. The data was available from the date of implant through a recent clinic visit 2 years after implant. The 25% battery remaining indicator was first observed at a visit 1.5 years after implant surgery, although only 33% of the battery capacity had been consumed to date. The 25% battery remaining indicator was observed at several clinic visits over the next 5 months. These discrepancies are an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history although only 37% of the battery had been consumed as of the most recent visit. There was no evidence that an electrocautery tool came into contact with the device at implant. It appeared likely that the cause of the premature battery depletion is related to the manufacturing process of the generator. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Product analysis for the generator was completed. A visual assessment on the pcba, performed at the product analysis test bench, showed contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported premature end of battery life.

Event description:
Patient underwent generator replacement surgery. The explanted generator was received by product analysis. Product analysis has not been completed to date.